Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. However unable to complete the self test and verify tone check/vibrate check due to pump error 63. Device uploaded properly using care link. Device had minor scratched display window, scratched display window cover, scratched case, faded serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 73 mmol/l. Customer alleging possible insulin pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip. The insulin pump will not be returned for analysis.